Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 97 mg/dl; cause was not known. The customer did not receive any treatment and was only monitored while in the ER. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.